Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the infusion set had fallen off on (B)(6) 2026 and leads to hyperglycemia with unknown value and corrected by bolus via pump. No further information available.